Manufacturer narrative:
To fix the issue a getinge field service technician replaced the power supply, power monitor and cord reel. Fst performed a full calibration, functional testing and safety checks to factory specifications. The unit also passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) cored retractor is stuck, display is floppy and unit is not turning on. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) cord retractor is stuck, display is floppy and unit is not turning on. There was no patient involvement.

Manufacturer narrative:
Maquet national repair center(nrc) received and installed the reel ac power cord p/n 0012-00-1688-01 into the cardiosave test fixture and tested the line cord to factory specifications per the cardiosave service manual. The nrc verified the failure of the line cord failure "would not power up system". Retaining the reel line cord in the nrc per procedure. Maquet national repair center(nrc) received and installed the power supply part number 0997-00-1180 into the cardiosave test fixture and tested the power supply to factory specifications per the cardiosave service manual. The nrc could not verify the failure of the unit not powering on. The power supply passed testing. Retaining this power supply in the failure analysis and testing (fat) department as per procedure. Maquet national repair center(nrc) received and installed the power supply monitor board part number 0670-00-1166 onto the power supply in the test fixture and tested the board to factory specifications per the cardiosave service manual. The nrc could not verify the failure of the unit not powering on. The board passed testing. Sent the board to the supplier per procedure. The failure analysis and testing dept. Received part number 0670-00-00-1166 back from the supplier. Supplier performed a visual inspection and found a pad cracked at j3. Did not verify any failures. Retaining the board in the failure analysis and testing department per procedure.